Manufacturer narrative:
(B)(4). The customer's reported condition of a colleague infusion pump failure code 804:26 was confirmed and reproduced during evaluation. The cause of the reported condition was determined to be that the manual tube release (mtr) knob was in the open position. The mtr knob was manipulated to fix the reported condition. The device was evaluated on-site at the customer facility. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional information be received, a follow-up medwatch will be submitted. A 510k number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510 number. However, it is being reported because it is same as or similar to product distributed within the u.s.

Event description:
It was reported to baxter (B)(4) that a colleague infusion pump experienced failure code 804:26; this condition had the potential to interrupt delivery. It is unknown when or in which care area this event occurred. There was no report of patient/user involvement, injury or medical intervention in association with this event. This involved a colleague infusion pump with a user interface module master software version 6.63.92. No additional information is available.

Manufacturer narrative:
(B)(4). Upon further review the quality engineer determined the cause to be defined as a software failure, no repair needed because the reported failure code was only found once in the event history. No corrective action was taken against the reported condition.